Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that when a patient presented in-clinic, high capture threshold and decreased r-wave amplitude were observed. It was noted that the patient slipped on ice previously. When ventricular fibrillation was induced, it was not sensed and external defibrillation successfully shocked the patient back into sinus. The lead was capped and replaced on (B)(6) 2016 without issue.